Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing hyperglycemia during her hospitalization, with blood glucose of 264 mg/dl. The customer stated that she last changed her infusion set the day before the event. The diabetes educator stated that the customer was not hospitalized for a diabetes-related issue. Nothing further was reported.